Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in ventilation. The root cause was determined to be defective display cable. In consequence the display cable was replaced. There was no patient or user harm reported.

Event description:
First, I apologize for the delay in registering this cer. A technician at the hospital completely discharged the battery on july 15, resulting in tf444001. Therefore, nk's local staff visited the hospital on july 22 to check the device. Nk's local staff explained tf444001 and the hospital technician understood it. However, we confirmed the phenomenon of vertical lines on the screen, so we took the device in for repair. (It was an old machine, so it took until september to negotiate the cost.) Later, we were able to determine that the flat cable for the lcd was defective, so we replaced it and returned it to the hospital.